Event description:
The customer reported via phone call that the pump had a no delivery alarm and occlusion. The blood glucose at the time of the incident was 11.4 mmol/l. The customer states they have had multiple no delivery alarms. The customer states they are unable to push insulin out of the reservoir. The customer states the lot she was using had expired. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.